Manufacturer narrative:
The injury reported was reported as not a significant injury. The manufacturing date has been corrected in section h4. The clinical signs code and health impact code have been corrected.

Event description:
It was reported that the device dropped the cot during loading, which resulted in the caregiver hurting their hand. The customer reported that there was not a significant injury from this event.

Event description:
It was reported that the device dropped the cot during loading, which resulted in the caregiver hurting their hand. Attempts are being made to gather additional details regarding the injury.